Event description:
Hill-rom received a report from the account stating the head hi/low would self-run when the bed is plugged in. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
Hill-rom technical support suggested isolating each hi/low tower connection. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.